Event description:
Farawave catheter used for ablations did not "flower" in shape correctly in order for the catheter to be used correctly for the ablating. This was tested before entering patient. This was not used on patient. New catheter was opened.